Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning approximately two weeks prior to the report. During troubleshooting with tandem technical support, the customer stated that the pump still turns on when plugged into a power source. During a follow up, the customer reported the pump no longer turned on. The customer alleged a malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.